Event description:
The intellamap orion catheter was selected for use during the procedure. It was reported that while setting up the catheter, the 'circulating flow' did not leave the device. No damage was noted on the device. No error messages were displayed. Irrigation was not stopped or interrupted. Replacement of device resolved the issue. The procedure was completed successfully. The catheter has been received by boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were noted. The catheter was then functionally tested and there was no issue with the catheter's deflection or movement. Finally, the device's irrigation was tested and saline flowed freely through the irrigation ports with no issue. The returned intellanav stablepoint open-irrigated catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No problem was detected with the returned device that could have caused or contributed to the irrigation seen in the field, nor were any other types of defects identified during the investigation. Ultimately it was determined there was no problem with the device as it passed all testing.

Event description:
The intellamap orion catheter was selected for use during the procedure. It was reported that while setting up the catheter, the 'circulating flow' did not leave the device. No damage was noted on the device. No error messages were displayed. Irrigation was not stopped or interrupted. Replacement of device resolved the issue. The procedure was completed successfully. No patient complication occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.